Event description:
On (B)(6) 2025 the user reported that the ilet device screen cracked overnight after the user rolled onto it while sleeping. The user stated the touchscreen was visibly cracked and nonfunctional. An overnight replacement was arranged. The user planned to contact their healthcare provider to initiate backup insulin therapy while awaiting the replacement. No blood glucose impact or injury were reported. It was concluded, based on previously established findings for similar reports, that the cause was user-related physical damage.